Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had failed battery test. Customer¿s blood glucose level was 8.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted during testing or in the pump trace download. Pump was received with pump error 38 alarm during rewinding due to jammed motor gearbox.